Event description:
Procedure type: low anterior resection. According to the reporter: as the mesentery was being sutured, the needle popped off of the suture. The needle was found, but the needle tip (1mm to 2mm in length) was missing from the needle. Although the inside body was checked by imaging, the broken tip could not be found.